Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the lightsource had the lamp was cracked during the case. The issue occurred during therapeutic laparoscopic (uro guinee) procedure. There were no reports of patient harm.

Event description:
No additional information.

Manufacturer narrative:
B5 correction: this report is being supplemented to provide a correction to a previously submitted report. This event was reported is a duplicate report. Please refer to mfg report # 3002808148-2025-08482.